Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported physical resistance and entrapment of device (clip becoming caught in chordae) appears to be due to procedural circumstances. The foreign body in patient appears to be a result of procedural conditions as the clip was unable to be freed from the chordae despite troubleshooting attempts. Foreign body as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: sgc0301; clip delivery system: cds0501. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed on the second mitraclip to report the clip stuck in chordae. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip was deployed reducing mr grade to 2. The second mitraclip was inserted and when the trajectory was being checked, the physician inadvertently advanced the clip, while it was open 60 degrees, into the left ventricle. The mitraclip interacted with chordae, but was able to be removed from the chordae and was retracted into the left atrium. When the mitraclip was advanced into the left ventricle, it interacted with chordae again, but this time, it could not be removed from the chordae, despite troubleshooting attempts. It was decided to grasp at least one leaflet, which was done, and the clip was deployed on the posterior leaflet and chordae. The procedure was completed with mr grade 2-3. No additional information was provided.